Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the stations were went into critical override. A technical support specialist ran server downtime query, checked health sight viewer and found stations were put on critical override manually. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the stations were on critical override and unable to pull the medications by the user. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.